Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was charging more than expected over the past year. It was noted a longevity test was performed and determined that the recharge interval beginning of life (bol) was 16.53 days and the end of life (eol) was every 14.01 days. It was further noted that the device was used ¿24/7¿ and there was no cycling. It was noted that the patient¿s amplitude settings ranged from 0.9 v to 4.5 v. It was noted that the patient was recharging every 3 to 5 days. It was further noted that the patient was having ¿good coupling of 8 bars.¿ it was noted that the patient was charging for shorter stretches of time with shorter days between charges. It was further noted that the patient went 9 days without recharging, according to the device information. It was further noted that the patient ¿used to go one month without recharging, but now she was recharging every 3-5 days.¿ it was further noted that the patient recharged the device on (B)(6) 2013, for 5.3 hours and the device was 100% charged. The patient recharged again on (B)(6) 2013, for 1.6 hours. It was noted that the patient recharged on (B)(6) 2013, for 1.1 hours and 2.3 hours and the device was 100% charged. The patient recharged again on (B)(6) 2013, for 3.1 hours. It was further noted that the patient¿s stimulation was turning off. It was noted that it was confirmed that the device was off with the patient programmer. Additional information reported that the patient did not change the rate at all, but she did change the amplitude. It was noted that the electrode impedances were normal additional information reported that there were no obvious malfunctions. It was noted that the patient was asked by the manufacturing representative to charge 6 times using the same recharger to obtain charging information. Additional information reported tht the patient was scheduled for surgery on (B)(6) 2013. It was noted that the patient requested to speak to a manufacturing representative to read her recharger before her surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, lot# v493025, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v580794, implanted: (B)(6) 2011, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v645666, implanted: (B)(6) 2011, product type: lead. Product ID: 3986a60, lot# n070515, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 355024, lot# n207772, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported on (B)(6) 2013 that the "motor cortex" implantable neurostimulator (ins) in the patient's head was "dead." The ins was off and the battery was dead. The patient attempted to connect to the "dead" ins and the recharge screen was displayed indicating an active charge but the battery was too low to turn the ins on. It was noted that lately it had taken about eight or nine hours to recharge the ins and four coupling bars were displayed. The patient felt the battery should not need to be charged so much. The patient felt like the new "smaller" ins was not holding a charge like the old larger ins. The patient had " a lot more problems" with the new ins. The ins would not turn on when the patient was recharging. The ins was last charged fully five days prior to the date of this report. It was noted that the peripheral nerve stimulation implant hear the patient's left eye was low. This battery was off because the patient was afraid that it would "die." This ins was implanted in the chest "high up." The peripheral nerve implant started to bother the patient on the patient on the date of the report. On the same day, the patient felt "off," passed out, and hit their head. It was noted that this had never happened before. It was noted that the patient had a lot of "personal issues" which made things " crazy." It was further noted that there was knee replacement surgery and two deaths close to the patient which increased their stress level. The patient felt the stress was making the ins deplete faster. Both of the implants work together to manage the pain but the patient felt the new battery was not covering the pain like the old larger battery. Because of the fall the patient was afraid to go up and down the stairs. At the end of the call the patient was able to turn the therapy on. On (B)(6) 2013 it was reported that the patient was to have further troubleshooting done on the day of the report. The patient wanted the implant explanted or replaced because it turned "on and off randomly" and she was concerned it will "bottom out" on her randomly. It was noted that the battery was to be changed. The patient also stated that the implant was draining itself down very quickly. The implant had been working as intended for the last four weeks but the patient had to charge it every two weeks. The patient used to charge it "every one month" and then "every few days." The patient was reprogrammed "one month ago" and it had not happened as bad since then and it was doing better. However, the patient still did not know if was going to "drop on her anytime." The patient stated that she "needed to go higher" with the implant. The patient also mentioned that she felt the motor cortex stimulation. The patient could control it and feel it with "peripheral and motor cortex." The patient noted that this had been happening for one year and "gone up a few times" and reprogramming had not resolved the stimulation issue. Three days later it was reported that the patient's device was replaced. No additional diagnostic studies were done other than what occurred on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 3887-56, lot# v493025, implanted: (B)(6) 2011,: product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3487a-56, lot# v580794, implanted: (B)(6) 2011, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v645666, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v580794, implanted: (B)(6) 2011, product type: lead. Product ID: 3986a60, lot# n070515, implanted: (B)(6) 2006, product type: lead. Product ID: 3986a60, lot# n070515, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).